Manufacturer narrative:
B5: upon follow-up, it was reported that the patient passed away. The cause of death was not reported. It was unknown if an autopsy was performed. It was reported that the cloudy drain was not resolved prior to or at the time of death. It was not reported if pd therapy was ongoing prior to, and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The patient presented to the emergency room and was hospitalized due to the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.